Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine device changeout, this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms when connected to the new implantable cardioverter defibrillator (ICD). The shock impedance measurement had been steady through the old device. The shock impedance was tested in all configurations and only the distal coil to can vector gave a normal reading. A defibrillation threshold (dft) tested in this vector, however, failed to convert. The physician felt that excessive manipulation of the lead, due to severe calcification and scarring of the pocket, damaged the proximal coil or the terminal pin. A secondary surgical intervention was performed and the rv lead was explanted. A new rv lead was attempted but was unsuccessfully implanted due to anatomical limitations. The new device was explanted as well and the patient was referred for a subcutaneous ICD implant. No additional adverse patient effects were reported.